Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm even if new battery had been placed. Customer's blood glucose value was 157 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that this was the second occurrence of replace battery now alarm without low battery alert. The customer stated that they did receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery cap was not loose, cracked or damaged. The device will return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump was monitored and tested with no unexpected battery power loss or low battery alert noted. (B)(4).